Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an overdischarge was alleged. There was no communication with the programmer or recharger and the last successful recharge was over a year ago. It was noted that they attempted to charge on the day of the call and the recharger didn¿t charge. It was mentioned that he patient had a physician recharge mode recovery about 2.5 years ago and another trickle charge over a year ago. The connector pin was broken and a replacement was sent. No patient symptoms reported.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that the cable assembly connector pins were bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the over-discharge was not resolved because the patient was unable to dedicate the time needed at the health care providers office to trickle charge. No further complications were reported or anticipated.